Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they don't think the insulin pump was giving them insulin. The customer¿s blood glucose was unknown at the time of incident. The customer also stated label was rubbed off the back. The customer was advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned and reservoir will not be returned for analysis.